Manufacturer narrative:
(B)(4). Date of follow-up report : 08/31/2016. The reported condition of incomplete sealing with an end tone being heard was not confirmed. The investigation found that regrasp alarms sounded continuously and the device could not be activated. An end tone and seal cycle could not be completed as a result. It was found that wires were routed incorrectly and crushed between the two body halves causing the regrasp alarms. Manufacturing operators were retrained on the procedure for correct wire routing. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). Date of initial report : 07/21/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a partial gastrectomy, the surgeon believe the tissue being sealed was not completely sealed. An end tone, indicating a complete seal cycle, was provided by the generator in use. There was no blood loss or patient injury. The surgeon opened another device of the same type to successfully complete the case.